Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a patient disconnect alarm error. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device had a recent history of a patient disconnect alarm error logged in the significant event log. The customer requested clarification of the alarm in the event log and stated that there was no other error codes noted. The biomedical engineer (bme) tested the device with a test adapter and found that the device cycled normally during an extended run-in without any errors. The remote service engineer (rse) advised the customer that the alarm can be triggered during normal respiratory procedures in patient care if the device is not put in standby mode. The rse also informed the customer to perform a performance verification test (pvt) to verify device operation.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.